Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Analysis of the system log file confirmed that the x-ray has been disabled. During troubleshooting, the fse identified that the issue was caused due to mpdu (main power distribution unit) failure. The fse replaced the mpdu. After replacement of the mpdu, the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that the contact pins of connector have spark erosion and the failure mode was found to be an electronic defect. The codes were updated based on the investigation outcome.

Event description:
Anliegen: (B)(6). It was reported to philips that the allura system did not x-ray. The device was in clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the mpd control unit which resolved the issue. The device was returned to use in good working order.